Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a power loss alarm. The customer's blood glucose levels were 300 mg/dl at the time of the incident. Troubleshooting was provided. The customer's mother reported that they would replace battery but after 1 hour the insulin pump would become unusable. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery now¿ or "power loss" errors were noted. Per visual inspection the battery compartment was heavily corroded and small traces of corrosion are present on the electronic board and the back of the lcd display.